Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call hardware low level failure error alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for hardware low level failure error alarm was performed. Customer advised the alarm recurred twice and the issue remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump passed displacement test and self-test. No unexpected pump error alarm noted during testing. However, pump error alarm (variableinfo=3) confirmed in the insulin pump history due to broken trace on keypad assembly. Unit was received with cracked select button keypad overlay, minor scratched lcd window, scratched case and faded serial number label.